Manufacturer narrative:
E1. Initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported issue was confirmed. The direction of flow shim was observed to be missing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a missing direction of flow label which will be replaced as part of case shimming. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was observed to be missing the tubing guide (direction of flow label) during an unspecified process step. There was no patient involvement. No additional information is available.